Event description:
It was reported there was stimulation in the wrong location, and stimulation was felt moving up and down spine. The pt had return of original pain, and there was no known accident or incident related to the event. The device was interrogated and the results indicated 3 electrodes were shorted. The device was reprogrammed, but the pt had no pain relief. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).